Event description:
It was reported upon opening the product "there were dirty spots and lumped dressing."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported via email on (B)(4) 2014 that the dressing was immediately prohibited to use on pts. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted.